Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-operatively to a cryo ablation procedure, an esophageal ulcer was observed. Medication was administered to treat the ulcer. The case was completed with cryo. It was noted the patient¿s hospitalization was extended. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The data files were returned and analyzed. The data files showed at least 16 applications were performed with balloon catheter, 2af284 with lot number 77098 without any issue on the date of the event. The balloon catheter was not returned for investigation. The case is related to a clinical adverse event (esophageal ulcer). The reported issue could not be assessed through data analysis. There is no indication that the adverse event is related to the performance or malfunction of the balloon catheter. If information is provided in the future, a supplemental report will be issued.